Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient states sensor session restarted on its own. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.